Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pathology procedure, a i125 (iodine seed) was allegedly found broken; however, the patient was not harmed. As a result, the broken seed(s) were removed from the specimen. Prolongation of the procedure, due to the contaminated sample, was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during pathology, a i125 (iodine seed) was found broken; however, the patient was not harmed. The broken seeds were allegedly removed from the specimen. There was a delay to the procedure as a result of the contaminated sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pathology procedure, a i125 (iodine seed) was allegedly found broken; however, the patient was not harmed. As a result, the broken seed(s) were removed from the specimen. Prolongation of the procedure, due to the contaminated sample, was reported.

Manufacturer narrative:
No sample was returned for evaluation; however, pictures were provided. Based on these photos, the seed does not appear to be broken. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: never implant visibly damaged brachysource seed implants" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pathology procedure, a i125 (iodine seed) was allegedly found broken; however, the patient was not harmed. As a result, the broken seed(s) were removed from the specimen. Prolongation of the procedure, due to the contaminated sample, was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during pathology , a i125 (iodine seed) was found broken; however, the patient was not harmed. The broken seeds were allegedly removed from the specimen. There was a delay to the procedure as a result of the contaminated sample.